Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for separations from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the 2.5 x 12 mm xience xpedition stent delivery system was removed from the plastic hoop without difficulty. The protective sheath and stylet were removed without difficulty. The device was prepped per instructions for use (IFU) and no issues were noted. The device was loaded onto the guide wire and the shaft of the xience xpedition separated before the device entered the patient anatomy. The device was removed from the guide wire without difficulty and the same guide wire was used with a new xience xpedition stent delivery system. There were no adverse patient effects and no clinically significant delay. No additional information was provided.